Event description:
Customer reported artifact problems using different sets. Hf1000 intermittent artifact stopped with placing prismaflex on hold, no artifact problems with pt when crrt treatment complete.